Manufacturer narrative:
It was reported that "when she presses head button, she hears no noise at all. The customer says when they press the foot button, they hear no clicking or noise. Customer did say when she presses the high low the bed does move up and down. Sound like the issue might be with the main motor." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "when she presses head button, she hears no noise at all. The customer says when they press the foot button they hear no clicking or noise. Customer did say when she presses the high low the bed does move up and down. Sound like the issue might be with the main motor."